Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2013-03298 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.